Manufacturer narrative:
Date of report: 17jun2019. Date rec'd by MFR: 14jun2019. Visual inspection of the gas delivery system (gds) revealed no obvious anomalies the failure investigation (fi) technician installed the gds was installed into a failure investigation unit to duplicate the reported failure oxygen valve leaking. The failure was duplicated the fi technician examined the oxygen solenoid and identified debris stuck inside of solenoid at sealing location. Root cause was due to debris/contamination of o2 solenoid caused leakage of o2/solenoid resulting in high pressure leak test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 21apr2019. Customer replaced battery to resolve issues of bad battery. Fse replaced gds assembly to resolve failed high pressure leak. Unit passed all tests successfully. Returned unit to service. A gas delivery system (gds) was return for analysis. Root cause was due to a high pressure leak testing, o2 solenoid electrical resistance failure caused high pressure leak test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports unit fails high pressure leak test and battery bad. No patient/user harm reported. Event date not specified; estimate used.